Event description:
Caller reported a malfunction alarm was indicated on their tandem pump. There was no reported impact to the customer's blood glucose level. The customer, with assistance from technical support, reset the pump successfully and was informed to continue using the pump while monitoring for any recurrence of the malfunction code. They were advised to contact support again if the issue reoccurred.